Event description:
The chest tube was clamped by a student from the pt to the chest tube without instruction from any superiors. Significant respiratory decompensation was allegedly noted. The chest x-ray allegedly showed a large pneumothorax.